Event description:
The facility representative contacted baxter to report an infusor pump with a condition of "alarms if you put in bolus mode, but it will run on infuse". The event occurred during preventative maintenance in the biomedical service area. During the product evaluation at baxter, it was discovered when a bolus is started, the device runs for a few seconds and the goes into a constant alarm. There is adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). In the initial medwatch report it was stated "there is adverse event, patient injury or medical intervention associated with this report." This statement is inaccurate. There is no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device was returned to the customer unrepaired. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.